Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the 99% stenosed, mid diagonal artery the xience prime stent was deployed, however, there was interaction with the stent and the balance middleweight (bmw) guide wire. During removal, the guide wire fractured and detached. The fragment remained in the patient anatomy and the patient was referred for surgical intervention where the guide wire fragment was removed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.